Event description:
It was reported that a few days after a swan ganz catheter was inserted through the sheath/hemostasis valve, the "nurse pulled off air and blood from the psi" on the event date, the catheter and sheath were removed but the pt's cardiac status destablized. There were several episodes of bradycardia, hypotension and arrest. The pt expired the following day. The post mortem is pending.

Event description:
It was reported that a few days after a swan ganz catheter was inserted through the sheath/hemostasis valve, the "nurse pulled off air and blood from the psi". In 2001, the catheter and sheath were removed but the pt's cardiac status destabilized. There were several episodes of bradycardia, hypotension and arrest. The pt expired next day. The post mortem indicated that the pt expired due to pneumonitis. This event had no role in pt demise.